Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15a005 was manufactured from january 7, 2015 to january 8, 2015. Visual inspection was performed and a white floating particle was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle floating in a small volume intermate. The particle was identified after the device was compounded with piperacillin and tazobactam, during storage. There was no patient involvement. No additional information is available.